Event description:
The patient reported that after wearing the pod on her leg for longer than 48 hours, the infusion site became red, warm to the touch and there was a knot. On (B)(6) 2014 she went to see her doctor who prescribed her a 10 day treatment of antibiotics bactrim and keflex for her site infection.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.